Event description:
Doctor implanted two zurich distractors. Following day x-rays revealed that the distractor plate had separated from the body. Devices were explanted and replaced with the same stock number devices.